Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. No temperature issues or smoke were noted while testing the instrument. There were no anomalies noted with the functionality of the device. . The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the tip became hot and the device started to smoke. Another device was used to complete the procedure. There were no adverse consequences for the patient.